Event description:
Dr reported that a patient was injected with coaptite for a urethral bulking procedure, in 2006. The patient had gone into urinary retention following this procedure.

Manufacturer narrative:
During follow-up with the physician, it was reported that the patient had temporary retention, and that the symptoms had resolved shortly after the procedure. The device history records indicate that coaptite lot 1002348 met specifications at the time of release.